Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17629. It was reported the pt is experiencing ineffective low back stimulation. An sjm rep was unable to resolve the issue with reprogramming as more effective stimulation was achieved; however, it was still ineffective. Subsequently, x-rays are being taken and the pt may undergo a pns trial to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.